Event description:
Information was received from patient representative regarding an implantable neurostimulator (INS) The reason for call was caller stated that the therapy keeps turning off and they are going to MRI mode to turn it back on. Caller mentioned the INS battery and controller battery are both at 100%, but the therapy keeps shutting off. Caller confirmed they charge the INS every morning. During the call caller confirmed therapy was on in group B. Caller will observe the battery depletion within the day and confirm if INS battery depletes or if therapy will shut off again. Caller will call back if further assistance is needed. Additional information was recieved from the patient. Patient rep called back regarding issue in this case. Caller repeated stimulation keeps shutting off and has happened multiple times over the last couple weeks. Caller said they were shown how to easily turn stim back on yesterday and monitored the INS battery today. Caller said the INS battery was in the red this morning so they charged back up, but then this afternoon the INS battery was in the red again and stim was back off. Caller asked why INS battery wasn't lasting as long anymore and said the INS battery charge used to last more than 24 hours. Agent asked, caller did not know if patient had any changes to programming or fall recently. Agent reviewed battery depletion depended on settings/usage and redirected to their doctor (HCP) to further address the issue. Caller mentioned the patient was in hospice and couldn't travel and they were told someone would be able to meet them at their house. Agent reviewed role of rep and redirected to HCP office to contact the rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.